Event description:
The pt was diagnosed with bilateral capsular contracture with residual right anterior chest wall pain. Pt consented to bilateral total capsulectomies with removal of incapsulated contracted implants and correction of bilateral ptotic post operative deformity with bilateral mastopexies.